Manufacturer narrative:
(B)(4): insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2010. When the motor drive unit was activated, it made a loud buzzing noise. Shortly thereafter, the motor drive unit shut down completely. The surgeon switched the handpiece, and the same noise continued to occur. The surgeon was able to get the motor drive unit to operate for 5-10 seconds at a time to continue the procedure. The procedure was completed using a scissors to cut the remainder of the uterus into small pieces. Incisions were not made larger and the procedure was not converted to an open procedure. There are no known adverse effects to the pt.